Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that both leads were explanted, and new leads were implanted to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04713. It was reported that lead migration issue was confirmed via chest x-ray. Patient felt a change in their stimulation pattern. Lead revision procedure is anticipated in the near future. No further information is available.

Event description:
Manufacturer report number 1627487-2019-04713.